Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Event description:
In may 2003, an asd device was implanted in a patient without complications. Post procedure echo in may 2003, revealed good device position and no effusion. The patient was discharged; however, patient returned with chest pain and syncope. A large pericardial effusion was identified, and percutaneous pericardiocentesis and placement of pericardial drain was performed with removal of 700 cc blood. The bleeding ceased: however, the patient was admitted to the hospital for surgical consult. No further bleeding occurred, but persistent serosanguineous chest tube output continued. Therefore, successful surgical removal of device and repair of atrial septal defect and left atrial performation was performed in 2003, with no complications. The patient was reported to be recovering well.